Event description:
It was reported that the physician inadvertently deployed the device prematurely and a pericardial effusion occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first deployed 30 mm closure device did not meet release criteria and was fully recaptured. A 21 mm was then attempted and was inadvertently deployed in the extra cardiac space. At this time, a pericardial effusion was identified in the pericardial space and patients blood pressure started to decrease. The effusion stabilized and the patient was sent for surgery. The laa was sutured and a clip was placed. Surgery was successful. No further complications were reported. Patient is doing well.